Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified that the case was chipped and cracked. Technical visual inspection identified that the case was cracked. Device evaluation found an internal short in the cable and that the device was out of calibration. A service kit including, top case, gasket, and cable assembly was used to repair the device. The parameter, cable, membrane, shake/rattle, and voltage/gain tests were performed and all passed. The root cause was determined to be the internal short in the cable and cracked casing due to aged parts. This was related to the previous repair. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device was not working. There was no report of patient harm. No additional information is available. Device evaluation identified cracked casing and an internal short.